Event description:
It was reported that during cori assisted tka surgery, while distal milling, the real intelligence robotic drill plunged and over resected on three small spots. The plunge cuts were in the distal cut and no extra steps were required, they were covered by cement. Surgery was resumed without any delay with the same device. Patient was not harmed as consequence of the problem.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part number rob10013, serial number (B)(6), used for treatment was returned for evaluation. The clinical medical investigation performed does not provide any relevant additional information for the complaint. The reported problem could not be confirmed with a visual inspection. The reported problem was not confirmed with a functional evaluation. A kpc was completed with no errors. A case was initiated and the drill performed with no issues or overcutting. Log files and screenshots were not provided for review, therefore, we are not able to determine the presence of errors or a possible relation to the software. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. Cori is a surgical tool designed to provide assistance to the surgeon; it is not a substitute for the surgeon¿s experience and skill. The surgeon is responsible for implant planning and the conduct of the surgery during which cori is being used. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with gouging by the guard, soft bone, or software bug. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.